Event description:
Scientific publication. Author: jonathan a. Gabor et al. "Cementation of a monoblock dual mobility bearing in a newly implanted porous revision acetabular component in patients undergoing revision total hip arthroplasty". The are a total of 38 patient who received, between may 2016-june 2018, polarcup (insert) cemented into a redapt acetabular component that were included in this study. It was reported that 1 patient presented deep vein thrombosis which was treated with heparin and inferior vena cava filter placement; heparin was stopped and the patient resumed aspirin therapy for prophylaxis prior to discharge with no further complications.

Manufacturer narrative:
It was reported from a literature review of the paper: 'cementation of a monoblock dual mobility bearing in a newly implanted porous revision acetabular component in patients undergoing revision total hip arthroplasty' from author jonathan a. Gabor et al. That one patient presented deep vein thrombosis which was treated with heparin and inferior vena cava filter placement; heparin was stopped and the patient resumed aspirin therapy for prophylaxis prior to discharge with no further complications. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes of the reported event could include but are not limited to patient conditions or and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.